Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with approximately 300 units of insulin. To resolve the issue, the customer reloaded the cartridge successfully and received an accurate fill estimate. In addition, an occlusion alarm occurred. The customer declined assistance from tandem technical support and reported the issue was resolved by applying a new infusion set and resuming pump therapy. Blood glucose level was 220 mg/dl.